Event description:
It was reported that during the procedure in the tight distal left anterior descending artery, a 2.25x18 xience nano drug-eluting stent delivery system was advanced toward a heavily calcified lesion, but was unable to cross the lesion. The 2.25x18 xience nano was withdrawn with some resistance felt, force was applied, and flared stent struts were noted after withdrawal. Pre-dilatation was performed with an unspecified balloon dilatation catheter, then the procedure was completed with another 2.25x18 size xience nano. There were no patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Returned device analysis confirmed the reported information. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states that applying excessive force to the delivery system can potentially result in loss or damage to the stent or delivery system components or vasculature. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.